Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Review of the device documentation showed the product was improperly heat treated; however, a conclusive root cause for the event could not be determined. Corrective action was previously initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent an initial total hip arthroplasty on (B)(6) 2016. During the procedure, the inserter tip snapped off during impaction. This resulted in a ten minute delay in procedure. The piece remains in the implanted cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.